Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device from intensive care unit (ICU) stating it was over warming the patient. They ran with pads on for an hour with no issues and ran calibration, but device keeps timing out at the pre-warm section. Explained their engineers were not currently available but they will have them reach out to tomorrow morning for assistance. Verified sn # (B)(6) three times but unable to locate in service max.

Manufacturer narrative:
The reported issue was confirmed. The root cause was not able to be isolated. It was noted that the biomed received the arctic sun device from intensive care unit (ICU) stating it was over warming the patient. They ran with pads on for an hour with no issues and ran calibration, but device keeps timing out at the pre-warm section. Explained their engineers were not currently available but they will have them reach out to tomorrow morning for assistance. The manufacturing of the arctic sun 2000 was ceased in 2011 and the servicing of the devices ceased in 2016, to make way for the new arctic sun 5000 devices, which are the next generation of the arctic sun. Due to this, the risk documentation related to the arctic sun 2000 (pol0003-00 rev 13) has been obsoleted and will no longer be updated. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed received the arctic sun device from intensive care unit (ICU) stating it was over warming the patient. They ran with pads on for an hour with no issues and ran calibration, but device keeps timing out at the pre-warm section. Explained their engineers were not currently available but they will have them reach out to tomorrow morning for assistance. Verified sn # (B)(6) hree times but unable to locate in service max. Per follow up information received on 08nov2024, it was reported that no patient involved at the time of the malfunction.